Event description:
Cine evaluation: procedural images were received for review. The rca vessel morphology was confirmed as tortuous and moderately calcified. The target lesion in the mid vessel appeared to exhibit a degree of resistance and this impacted on the full expansion of the pre-dilatation balloon. A waist was evident in the initial pre-dilatation balloon. Multiple ballooning attempts and wire exchanges were performed and the difficulties experienced with delivery of resolute integrity stent were confirmed.

Event description:
A 2.5mm x 14mm resolute integrity rx device was advanced to treat a class c, rca lesion with moderate calcification and >90 degree tortuosity. It was reported that, while tracking the stent, the distal struts peeled off the balloon due to traction with the lesion site. The stent was successfully retrieved. Two resolute integrity stents were deployed to treat the lesion. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient's condition affected effectiveness of device (calcified, tortuous lesion). Conclusions: device failure/ lack of effectiveness related to patient condition (calcified, tortuous lesion).